Event description:
It was reported that the device had iui female(left) communication failure. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The stated pcu issue of ¿iui-female(left) - communication failure¿ was confirmed during the investigation. On 06/26/2025, the pcu was received unboxed and with paperwork. Faulty left pcu iui board, assembly tc10013054 caused no channel ID. Supplier defect. The pcu will be returned to bd san diego repair center for normal processing. Need to repair/replace left pcu iui board, assembly tc10013054. Supplier defect. The failure investigation report will be attached to salesforce. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had iui female(left) communication failure. There was no patient involvement.